Event description:
Pt's meter was reading inaccurately high. The pt obtained a high blood glucose result of 454 mg/dl (the pt read this as 45.4 mmol/l). They called their physician who stated the meter would not read that high in mmol/l. Pt was not experiencing any symptoms however, the pt took insulin based on the high reading. It was discovered while on the phone with lfs customer services that the meter was set to the incorrect unit of measurement. The pt stated that they do not know how the meter was set to incorrect unit of measurement.